Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer reported a hole resulting in blood loss. The tubing set was being used to deliver an unspecified concentration of lipids, at an unspecified rate. After an unspecified length of time, it was reported that a hole was noted at the end of tubing set and blood was all over the place. No additional details were provided. There were no reported adverse patient effects and no reported delay of therapy. No medical interventions were reported. No additional information was provided.